Event description:
Pt reported being hospitialized, with a diagnosis of diabetic ketoacidosis, 5-6times since 2004. Most recently, they was hospitalized from 2005-to the next day. No additional details pertaining to pt's treatment were provided. On the day of the report, pt stated that their blood glucose had measured >600 mg/dl. They self-treated by programming a 16.5u bolus, as well as injecting 5u insulin. One hour later, pt switched to their back-up device.